Event description:
The customer's blood glucose was unknown. It was reported that the customer received a test failure alarm on the insulin pump. The customer stated that he was unable to clear the alarm by pressing the esc and act buttons. The customer stated that the alarm later cleared but was showing a solid circle on the insulin pump. Explained the alarm to the customer. The customer was able to continue with insulin pump therapy and stated that there was no longer the solid circle on the screen. Advised to call back if the alarm occurred again. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.